Event description:
After carrying out a superficial biopsy from the face, the consultant radiologist was transferring the core to the specimen bottle when the temno system fell apart.  The needle came out from the body of the device and resulted in the consultant getting a needle stick injury.  The consultant has undergone blood tests (as part of the hospital's needle stick management).  The remaining sterile batch of 3 needles has been withdrawn from use.  The patient also had to have a repeat biopsy due to the device falling apart. There is no additional information available.

Manufacturer narrative:
(B)(4). Evaluation summary: three unused, unopened samples were received for analysis. During analysis, samples were identified as sample #1, sample #2 and sample #3. The first analysis performed was an external observation of all samples' components. No issues were identified and the components were not deformed or bent. The components on sample #1 were evaluated and all parts were intentionally taken apart and no components were found to be out of specification. A charging/discharging test was performed on sample #2. There were no issues identified. A performance test was applied to sample #3 using a simulated tissue and no issues were found during test. Although the samples received for evaluation were not the sample involved in the event, the reported condition could not be confirmed or reproduced as there were no issues noted during evaluation of the samples. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. The applicable manufacturing procedure requires a functional test be performed on the product prior to passing to the next stage. The applicable inspection procedure requires a visual, functional, and bond pull test be performed. In addition, complaint data review noted that this complaint is the first one reporting the failure described. A most probable root cause could not be determined as the un-opened samples received did not reproduce the reported condition. The applicable molding and assembly personnel have been made aware of the reported condition, specifically noting the plunger molding process and functional testing.

Manufacturer narrative:
(B)(4). No samples were received for analysis as of yet. However, photographs of the actual sample involved were received. During observation of the photographs, it was noted that the orange plunger appeared deformed. Based on the observation, a disconnection was not identified between the plunger and inner stylet. The disconnection appeared to be between the plunger and the slider. However, as the actual sample was not received for functional evaluation, the reported condition could not be confirmed. Based on the observation of the photographs, the most probable root cause may be related to the condition of the plunger. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. Furthermore, this complaint is the first one reported for failure mode described. The applicable manufacturing personnel have been made aware of this report, specifically pertaining to the plunger molding process and product functional testing pre-release.